Event description:
It was reported to boston scientific corporation that a trapezoid rx basket was used in the bile duct during an endoscopic retrograde cholangiopancreatography (ercp) procedure performed on (B)(6) 2022. During procedure, an alliance handle was used in conjunction with the trapezoid basket to crush a stone. However, when attempting to crush the stone, the handle broke. The handle of the trapezoid basket was removed and was replaced with a soehendra lithotripter where lithotripsy was successfully completed. There were no patient complications as a result of this event. There were no patient complications reported as a result of this event. The patient's condition following the procedure was reported to be stable.

Manufacturer narrative:
(B)(4). The device has not been received for analysis. Upon receipt and completion of the problem analysis of the complaint device, if there is any further relevant information from that review, a supplemental medwatch will be filed.

Event description:
It was reported to boston scientific corporation that a trapezoid rx basket was used in the bile duct during an endoscopic retrograde cholangiopancreatography (ercp) procedure performed on (B)(6), 2022. During procedure, an alliance handle was used in conjunction with the trapezoid basket to crush a stone. However, when attempting to crush the stone, the handle broke. The handle of the trapezoid basket was removed and was replaced with a soehendra lithotripter where lithotripsy was successfully completed. There were no patient complications as a result of this event. There were no patient complications reported as a result of this event. The patient's condition following the procedure was reported to be stable.

Manufacturer narrative:
Block h6: device code a0401 captures the reportable event of handle break. Block h10: the returned trapezoid rx was analyzed, and a visual inspection noted that the handle cannula was detached. The handle cannula and internal wires were returned outside the device. The internal wires are damaged and kinked. The basket was kinked with the tip attached. The tip of the distal screw was found below of the boston scientific label. Dimensional inspection found the distal screw length was less than the permitted tolerance. The side car rx was found pushback out of specification. Under microscope, it was noted that the handle cannula has a slight mark of the distal screw. There is a drag mark of the proximal screw. Proximal screw looks cracked at the bottom. Distal screw is hollow without the tip. The tip was found below the boston scientific label. The video provided by the customer showed the device with the handle cannula detached and the wires outside the device. The reported event was confirmed. Based on all available information, it was determined that the most likely cause is attributable to the supplier of the screws. Due to the condition of the screws, the proper fastening was not achieved even if the screws had the appropriate depth. So the force applied when activating the device causes the detachment of the handle cannula leaving drag marks of the screws. Therefore, the most probable root cause for the failure of handle cannula detached is manufacturing deficiency as the problem is traced to the manufacturing process, with the supplier as the probable cause owner; an investigation is underway to address this problem. The most probable root cause of the investigation findings of side car push back, basket bent/kinked, and wire bent/kinked is adverse event related to procedure as the problems could have occurred due to manipulation or detachment of the handle cannula during procedure. A review of the manufacturing documentation for this device revealed that no anomalies or deviations related to the event occurred during manufacturing.